Manufacturer narrative:
The sample was discarded and therefore unavailable for review. A review of the manufacturing records was performed and found that the lot was manufactured to specification. As reported the surgeon closed the defect prior to attempting to pull the inflation tube through the skin, additionally reported was that the patient had an abnormal amount of thick and tough scar tissue at the incision / closure sight. Both of which could cause additional stress on the inflation tube when pulling through the abdomen. Although the information provided suggests the root cause could to be related to user technique (pre-closing the defect) and/or the patients body habitus, without a sample for review no definitive conclusion can be made. To activate and inflate the device the IFU states, "once the ventralight¿ st mesh with echo ps¿ positioning system is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible. Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that during a robotic incisional hernia procedure, after taking down adhesions and closing the defect, a bard ventralight st w/ echo was properly rolled and placed in the abdomen. The surgeon then passed the inflation tube to the assistant who pulled it through the skin with a suture passer by the loop on the tube. At this time the yellow anchor loosened from the inflation tube and became stuck in the tissue. The surgeon then tried to remove the anchor by first pushing it through and then trying to pull it back through, both attempts were unsuccessful. The surgeon then undocked the robot and searched for the anchor in the patient. The anchor was located and removed in about 2 minutes time. There was not injury to the patient as a result. The surgeon reports that there was an abnormal amount of thick and tough scar tissue at the incision / closure sight and she had a tough time passing sutures through when closing the defect and notes that the scar tissue may have contributed to the issue.